Manufacturer narrative:
The results of the investigation are inconclusive since the product was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the asymptomatic patient presented in clinic. Upon interrogation, it was observed the left ventricular lead was failing to capture. It was suspected the lead had partially dislodged. Programming changes were completed. The patient was stable.